Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited intermittent loss of capture. No resolution was taken. There were no patient consequences.